Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient had expired. The cause of death was due to congestive heart failure and lower respiratory infection. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.